Event description:
Reporter indicated a vns (B) (4) handheld computer would not hold a charge despite being properly charged. The computer, flashcard, and programming wand were returned for analysis. Analysis of the wand was completed and noted the wand battery was depleted. After the battery was replaced, the wand functioned normally. Analysis of the computer and flashcard are pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.